Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. Unaided visual inspection was performed which observed kinked tubing in three (3) sections of the tubing in the same area and no other damage was observed. The reported condition was verified. The cause of the condition could not be determined, however, the cause was likely due to an impact and the source of the damage was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a vented high-volume inlet was kinked. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to h10: during sample evaluation it was found that there was no physical contamination and no malfunction found that is likely to cause or contribute to a death or serious injury. (Previously omitted). Should additional relevant information become available, a supplemental report will be submitted.